Event description:
It was reported that the customer was hospitalized (B)(6) 2015 due to a low blood glucose level of 14 mg/dl. The customer passed out and hit his head. He was wearing his insulin pump at the time of the emergency room visit. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.